Event description:
IV catheter safety device did not engage post insertion and nurse received needlestick; nurse was experienced and has used device for 1+ year. Dates of use: in use at facility 1+ yrs. Diagnosis or reason for use: IV access.